Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be within the cartridge tubing. Reportedly, the customer had not performed the air removal process when loading the cartridge onto the pump. A supply change was performed resolving the issue. Customer's blood glucose was 204 mg/dl.